Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer stated that they received a low alert at 3 am, sensor glucose value was low in 90 mg/dl, went back to bed, woke up sensor glucose value of 105 mg/dl, 7:45 am blood glucose value was 153 mg/dl and sensor glucose value was 93 mg/dl, ate breakfast, waited to bolus, 10:03 am and the blood glucose value of 165 mg/dl and sensor glucose value 85 mg/dl, calibrated twice. Customer had breakfast and blood glucose value went up to 163 mg/dl and sensor glucose value was 73 mg/dl. Sensor glucose value that triggered the suspend event was 79 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.